Event description:
It has been reported that the physician injected two syringes of novielle gel plus around the nasolabial folds and marionette lines on (B) (6) 2009. The pt developed painful lumps in the area of injection. The physician prescribed medication.

Manufacturer narrative:
The device was not returned to the MFR; therefore, an investigation to determine root cause could not be conducted. Novielle gel plus is designed for vocal fold augmentation. If add'l info becomes available, it will be submitted in a supplemental report.